Event description:
Ous MDR - after an implantation time of 77 months, an insulation defect in the vicinity of the connector was detected during an ra lead revision. No deterioration of the patient's state of health was reported. The lead was capped and a new one implanted.

Manufacturer narrative:
The lead was destroyed in the returned state. The lead had been cut through 12 cm distal of the is-1 connector pin, probably with a scalpel. The distal part of the lead is not available for analysis. The df-1 connector of the rv shock lead was separated from the proximal fragment. During the visual inspection, a cut in the insulation was found, which is probably a result of the operation. The analysis of the lead fragment did not detect any damage that could be related to the clinical complaint. There was material defect or manufacturing error at the fragment.